Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The error occurred when the device was unwound, so operation was not carried out. It was confirmed that there was no environment that exposed the pump to magnetic fields. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-1712k.

Manufacturer narrative:
Pump alarmed pump error 38 during rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump passed self-test. No drive/motor anomaly noted during testing. Successfully downloaded history files and traces using thump. Pump error 38 stuck motor alarm found in history files several times from (B)(6) 2025 7:21 through 9:51 due to dried insulin on the motor slide. Pump was cut open to perform visual inspection and dried insulin was found on the motor slide. The p cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage. Pump error 38 was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.